Manufacturer narrative:
Batch history review: we have checked the batch history file nr (B)(4), which complies with the specifications and does not present any discrepancy. No other similar incident was declared to us on this batch of filters, sold since may 2015. Investigation results: the involved device is not available for investigation; it is still implanted into the patient body. X-ray pictures forwarded for evaluation show: just after the implantation: the upper portion of the filter is partially opened. The filter feet are perfectly deployed. No filter migration threat; after reintervention with catheter and wire: the filter is correctly deployed. The patient is correctly protected against pe. Conclusion: the elements received do not allow to determine why the filter did not completely open after release. The review of the films confirms the filter was correctly deployed after the reintervention. This is an isolated case. No corrective action is envisaged. Device correctly implanted into the pt.

Event description:
"Filter deployed and it didn't open all the way. The pa noticed immediately and took appropriate action to try to open the filter. It did expand with a few taps with a catheter and wire. Diameter of the vena cava (before implantation): not oversized do not have measurement. Filter location: infra-renal. Time frame of the event: during implant. The incident was discovered immediate post implant. The patient was not symptomatic. Approach femoral was used."